Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the armrest ergonomic adjustment on console 1 was not functioning in the downward direction. When the ergonomic button was pressed, the armrest would shudder but did not move. It was also observed that the leds on the hrsv on the viewer control knobs would dim when attempting to adjust the armrest. A log review was performed, which showed no related errors in the logs. A hard power cycle of console 1 was then performed; however, the issue did not clear. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the mceb and armrest motor to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.